Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalulated a bolus amount and over bolused after a meal. The customer's blood glucose (bg) level decreased to 41 mg/dl. The customer consumed carbohydrates. At the end of the call, the customer's bg level was reported to be increasing.